Event description:
This patient is one of four who developed a pleural effusion during the use of this device. The only common link between these four patients, other than sex, is the use of this product. Although it cannot be stated with absolute certainty that the catheter caused the pleural effusions, the circumstantial evidence was isgnificant enough that the medical director has discontinued the use of this product.